Event description:
It was reported that the user¿s ilet pump swung from a pocket, struck a bathroom cabinet, and the touchscreen became damaged, showing blacked-out areas with lines, though the screen remained responsive and the user could still announce a meal; the user uses a dexcom g7 and had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component consistent with impact damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.